Manufacturer narrative:
It was reported that a 13.7mm, vticm5_13.7, -4.50/2.5/169 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of the event was reported to be both the device and user error, the reporter stated "the device overestimates the automatic withe to withe measurement doctor did not check it manually." Claim# (B)(4).

Manufacturer narrative:
Weight - race: unk. This product is not marketed in the us . Claim # (B)(4).

Event description:
It was reported that a 13.7mm, vticm5_13.7, -4.50/2.5/160 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020 the lens was exchange for a shorter length lens due to excessive vault. This exchange resolved the problem. Cause of event was reported to be the device, the reporter stated " the device overestimates the automaic white to white measurement doctor did not check it manually."